Event description:
It was reported that a patient experienced suspected fungal peritonitis coincident with peritoneal dialysis therapy. The cause of the suspected fungal peritonitis was unknown. The patient was hospitalized for the suspected fungal peritonitis event. On unreported date(s), the patient was treated with unknown antibiotic(s) (medication, dosage, route, frequency, and duration not reported) and unknown antifungal therapy (medication, dosage, route, frequency, and duration not reported) on an unknown date, the patient (pt) experienced peritonitis and was hospitalized for the event of peritonitis. The cause of the peritonitis was thought to be fungal, but this was not confirmed. On an unknown date during hospitalization, the peritoneal dialysis (pd) catheter was removed and the pt was placed on in center hemodialysis. On an unreported date, dianeal and extraneal therapies were discontinued. On an unknown date the pt began treatment with an unknown antibiotic and unknown antifungal (route, dose, frequency unknown). On an unknown date, the pt was discharged from the hospital. The pt remains on hemodialysis and will most likely not return to pd therapy for the next 4-5 months. The pt is recovering from the event of peritonitis. This is report 1 of 4.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. On an unknown date in (B)(6) 2014, the patient experienced peritonitis. The device was not returned and the lot number of the device was unknown; therefore, a sample analysis and/or a batch review could not be completed. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).